Manufacturer narrative:
It was reported that the device prematurely dethatched during implant. Also reported that during implant the device was partially re-captured twice; the device was rotated counter-clockwise to position the lobe into the left atrial appendage. Please note that per the amulet instructions for use, artmt600034453-c, "ensure the device is attached to the delivery cable by rotating the delivery cable/delivery cable vise clockwise until resistance is felt." And " if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The investigation confirmed the device met functional specifications when analyzed at abbott. No anomalies were observed to the returned occluder. The loader was noted to be kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported premature separation of device is consistent with rotating the device counter-clockwise to position in laa. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occlduder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The cable connection was checked during device preparation. During implant the device was partially re-captured twice. The device was rotated counter-clockwise to position the lobe into the left atrial appendage. It was noted that the device prematurely detached from the delivery cable. The user was able to screw the occluder back onto the delivery cable and remove from the patient. A new 25mm amplatzer amulet left atrial appendage occluder was selected for implant using the same delivery system. During implant it was noted that device was not suitable for the lobe. The device was removed from the patient and sized down to a new 22mm amplatzer amulet left atrial appendage occluder using the same delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occlduder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The cable connection was checked during device preparation. During implant the device was partially re-captured twice. The device was rotated counter-clockwise to position the lobe into the left atrial appendage. It was noted that the device prematurely detached from the delivery cable. The user was able to screw the occluder back onto the delivery cable and remove from the patient. A new 25mm amplatzer amulet left atrial appendage occluder was selected for implant using the same delivery system. During implant it was noted that device was not suitable for the lobe. The device was removed from the patient and sized down to a new 22mm amplatzer amulet left atrial appendage occluder using the same delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that the cable connection was checked during device preparation. During implant the device was partially re-captured twice. The device was rotated counter-clockwise to position the lobe into the left atrial appendage. Please note that per the amulet instructions for use,"ensure the device is attached to the delivery cable by rotating the delivery cable/delivery cable vise clockwise until resistance is felt." And "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." Reportedly, the device prematurely detached from the delivery cable. The user was able to screw the occluder back onto the delivery cable and remove from the patient. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported premature separation of device is consistent with rotating the device counter-clockwise to position in laa. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: 2017 added.